Event description:
The customer observed a falsely elevated architect toxo igg result generated for a patient sample. The following data was provided: (B)(6) 2025 sid (B)(6) initial result = >200.0 iu/ml, repeat result = 0.1 iu/ml, repeat results on another analyzer (B)(4) = 0.0, 0.0, 0.1, 0.0, 0.0 iu/ml (non-reactive). Historical result = negative. Additional lab result provided: toxo igm result = 0.04 index (non-reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number = (B)(6). E1 - address 1 = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03m74-56, that has a similar product distributed in the us with list number 3m74-02 / -84 / -98 and a 510k/PMA/bla number that¿s exempt.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting including cleaning and adjusting the wash zone 2 probes which resolved the issue. The fsr determined the wz mechanism (rohs) to be the likely cause of the result issue. The instrument service history review for (B)(6) revealed one additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect (B)(6) did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. A review of complaint and trending data associated with the wz mechanism (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) for serial (B)(6), or the wz mechanism (rohs), were identified.